Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate stimulation. The explanted device components will not be returned as is was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and four months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: 7119015/7123295.